Event description:
It was reported that the right atrial (ra) lead exhibited possible oversensing on stored atrial electrograms (egm) triggering false episode detection. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.